Manufacturer narrative:
Evaluation summary: the device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The maquet service representative was unable to duplicate the reported problem. The iabp was tested to factory specifications. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that while the iabp was in use on a patient, the iabp displayed message on screen "leak in iab circuit". The patient was switched to another iabp and therapy was continued. No patient injury was reported.